Event description:
Removal of endosseous dental implant. The implant was placed in site #11 in class iii bone during a complex procedure in which bone augmentation was done. The implant was removed 3 days post-op at which time pain & swelling were present. The clinician reports that the failure may be due an infection in the area. He also states that the bone graft done with resorbable synthetic material 10 weeks post-extraction may have had an influence.